Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the cause of the low bg level was due to performing physical activity and is not related to the pump or supplies. The customer ingested juice to stabilize bg level. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted due to the malfunction. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.